Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure three integrity bare metal stents were implanted in the right anterior tibial artery. Approximately 3 months post the index procedure restenosis of the right anterior tibial artery occurred. It was reported that the integrity stents were crushed which probably caused the re-occlusion. The patient was treated with pta and the outcome is reported as recovered. The principal investigator has stated that the event is not related to the type of stent used. This could have happened with any brand of stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.